Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Initial reporter telephone number: (B)(6). The product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the package received was non-compliant to the packaging required, it was found to be non-airtight. Therefore, the healon duet pro product was non-sterile and could not be used. Another product was used instead. The product is available for return.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 16-may-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The evaluation of the returned product confirmed the original customer observation that there was inadequate sealing of the lid to the tray. A double tray lid was observed to be applied or ¿sealed¿ to the tray. An inspection of all units of the production order is performed at the manufacturing site. For this lot, all devices meet material, assembly, and performance specifications at the time of product release. At the time of review, there were no similar complaints associated with this lot. A review of the complaint database for the last two years from the date of awareness indicates no potentially similar complaints related to ¿package compromised/not integral¿ for all healon endocoat products in the j&j vision product line. No trend was identified. No non-conformances or deviations were identified during the record review that would have led to the identified complaint. All products met release specifications. Conclusion: based on the current investigation, there is no indication of a systemic product malfunction or quality deficiency. In addition, there were no safety signals for similar reports identified from our post market surveillance activities. Subsequently, it is not recommended to initiate any action at this time. Johnson and johnson surgical vision will continue to monitor the reported issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.